Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 121 mg/dl, 150 mg/dl and 69 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and he self treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.